Event description:
It was reported that the pulse generator was in backup vvi mode due to being exposed to electrocautery during surgery. The device code was downloaded successfully, restoring normal device function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.